Manufacturer narrative:
According to the field representative, there is no current plan for a revision or retest of the s-ICD system. The patient is on the list to receive a left ventricular assist device or heart transplant. It was noted that the external defibrillator pads may not have been placed correctly, but that was not confirmed. The patient survived and the field representative confirmed there were no allegations towards boston scientific made by the physician, hospital or the staff. The system remains implanted and no changes are planned at this time. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that after a successful implant of a subcutaneous implantable cardioverter defibrillator (s-ICD) system, during induction testing, the device successfully induced ventricular fibrillation (vf) and appropriately detected the arrhythmia and began charging. The 65j standard polarity shock was unsuccessful in converting the vf. Therefore, the external defibrillator was used to deliver a 200j shock that did not convert the vf. Therefore, the field representative immediately pushed the emergency shock button on the s-ICD programmer, and that shock was unsuccessful. Chest compressions were started, and the external defibrillator was attempted at max output and was unsuccessful in converting the vf. Therefore, the field representative pushed the emergency shock button on the s-ICD programmer once more, and the shock was unsuccessful at converting the vf. The chest compressions continued for about 5 minutes, and the physician moved the external defibrillator pads to the center of the chest, and the subsequent shock via the external defib was successful at converting the vf. There was no pulse upon successful conversion, so chest compressions continued until epinephrine successfully brought a detectable pulse. Finally, the patient was being re-draped for wound closure and lost a pulse again, therefore chest compressions were resumed. With another bonus of epinephrine, the pulse was detected again. The physician inserted a balloon assistive device to help maintain a pulse. The balloon assistive device was then removed the following day and the patient was following commands but still ventilated.

Manufacturer narrative:
Upon completion from analysis, this report will be updated.

Event description:
Boston scientific received additional information that after a couple weeks in the hospital, the patient was released, but their s-ICD system was not tested again. Then in (B)(6) 2016, the patient underwent an explant of their s-ICD system and replacement with a transvenous implantable cardioverter defibrillator (ICD). Subsequent dfts with the transvenous system were successful. The s-ICD was returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Simulated induction testing was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.